Event description:
It was reported a system error occurred. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots normally, so analysis was unable to confirm customer complaint. However, a programmer had occurred in the past and this was found to be due to the link electronic module (lem) board, so this board was replaced and then calibrated.